Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced two infusion sets adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.